Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip kinked; its polymer tip was in good condition. No more damages were found. The overall length is within specification. The outside diameter of the distal tip, middle of the device, and the proximal section are within specification.

Event description:
It was reported that tip detachment occurred. During unpacking of a 300 pt es j choice pt guidewire, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip detachment occurred. During unpacking of a 300 pt es j choice pt guidewire, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.